Manufacturer narrative:
The device was returned to olympus for evaluation, and the allegation was confirmed. Additional issues were identified during the device evaluation: the air supply volume and the water removal ability did not meet the standard values due to clogging of the nozzle; the color ring was cracked; the bending angle in the up direction and the play of the upward/downward knob were not within the standard value due to wear of the angle wire; the bending section cover and the connecting tube were scratched; the adhesive on the bending section cover had a chip and a white clouded area; the electrical connector was corroded due to water leakage; the suction cylinder was shaved; the adhesives around the objective lens and the light guide lens had white clouded areas; and the plastic distal end cover had a dent. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. It is unknown if the customer flushed the air/water nozzle with water and air or if they wiped/brushed the air/water nozzle with clean, lint-free cloths, brush, or sponges. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera colonovideoscope presented with air and water flow issues from the flow system. The intended procedure was diagnostic. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in ¿chapter 3 preparation and inspection. Evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.